Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to high power and elevated flow with hemolysis and was suspected to have inflow cannula thrombus. Patient was treated with thrombolytic therapy. Preliminary log file review confirms an increase in power consumption. The ventricular assist device (vad) remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The pump was not returned for evaluation. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption beginning (B)(6) 2018 to parameters outside the normal operating range, with a subsequent decrease in power consumption on (B)(6) 2018 to parameters within the normal operating range. A second increase in power consumption was recorded beginning (B)(6) 2018. 5 high watt alarms have been logged since (B)(6) 2018. Of note, it was reported by the site that the patient received thrombolytic therapy, which is consistent with the decrease in power consumption observed in the log files following the initial increase in power. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.